Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the investigation findings the complaint is confirmed. The device displays evidence of a fracture of the embolization coil distal to the detachment zone. The root cause of this complaint is likely due to the device being exposed to a force that exceeded the maximum tensile specification.

Event description:
It was reported from (B)(6) that during the embolization treatment of a posterior aneurysm on the right anterior communicating artery, the coil stretched and broke within the microcatheter. The coil and microcatheter were removed together without incident. As of (B)(6) 2015, the patient was reported to be well. However, the patient needed to be rescheduled to complete the embolization treatment.